Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set leaked from the connection point to a non-baxter female luer lock connector. The issue was observed after the doxorubicin infusion was hung and infusion pump started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.